Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g was clogged. The following information was provided by the initial reporter: we had another incident yesterday in which the needle primed with the medicine, but when patient stuck, medicine would not push through.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g was clogged. The following information was provided by the initial reporter: we had another incident yesterday in which the needle primed with the medicine, but when patient stuck, medicine would not push through.